Event description:
A customer contacted beckman coulter inc. (Bci) regarding erratic thyroid stimulating hormone (htsh) results generated by the unicel dxi 800 access immunoassay system for one pt. Customer tested a sample for htsh and obtained a result of 0.9miu/l and upon repeat; it gave results of 2.93miu/l and 9.25miu/l. The reagent pack was then unloaded and a new pack was loaded and tested upon which a result of 6.6miu/l was obtained. It is unknown if the erroneous results were reported outside of the laboratory. It is unknown if there was an effect to the pt or user with regards to this event.

Manufacturer narrative:
Per customer, when the htsh reagent pack was unloaded, the reagent pack elastomer film was "falling apart." Customer is returning this pack to cpls (customer product line support) for investigation. It has not been received by cpls to date. Investigative results are pending. No qc or system check data was provided. It is not known if any event log messages were generated in connection with this event. It is not known if service was dispatched. Customer did not report any instrument issues that required service intervention. If a tsh result is erroneously normal, there is the potential for treatment or further eval to be delayed. This delay could result in a health risk to the pt. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report. (B)(4).